Event description:
It was reported that the patients ipg was difficult to charge and needed a lot of charge to work. The ipg was replaced with an MRI compatible device. The explanted ipg was not returned to bsn.